Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2019-02920. 1627487-2019-02921. It was reported the patient was unable to increase amplitude and high impedance levels were found on all of the contacts of the leads. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein the patient¿s entire system was explanted and replaced. Therapy has been restored postop.